Manufacturer narrative:
The reported issue of dim segments was confirmed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 6 out of 7 returned lvp display board assemblies with dim segments. Pcb s/n (B)(6) was observed with no dim segments. Review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(4)2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(4)2020 and indicated that this device has not been previously returned for service. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that seven lvp display boards needed to be replaced due to dim segment. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that seven lvp display boards needed to be replaced due to dim segment. There was no patient involvement.